Event description:
The report states: I am looking into an ongoing issue with our intra-osseous drill. On several occasions the drill has had insufficient battery power to drill through the bone. The first time it happened to me I was told that I was doing it wrong and pushing too hard and lugging the drill. So, the next time, I used a very light hand and tried to let the drill do all the work with no downward pressure. Still would not work and again had to resort to using the training drill to get the I/o placed. Two other nurses had a similar event and resorted to the training drill.

Manufacturer narrative:
Qn#(B)(4). Qn#20033632 the manufacturing DHR file was reviewed. No recorded results of manufacturing issues or anomalies were reported. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only (B)(4) of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 11/2018 and is approximately 1 year old. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. The complaint sample is not available for return. Functional testing and investigation activities cannot be conducted. The complaint root cause cannot be established. The complaint cannot be confirmed. No further action required.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The report states: I am looking into an ongoing issue with our intra-osseous drill. On several occasions the drill has had insufficient battery power to drill through the bone. The first time it happened to me I was told that I was doing it wrong and pushing too hard and lugging the drill. So, the next time, I used a very light hand and tried to let the drill do all the work with no downward pressure. Still would not work and again had to resort to using the training drill to get the I/o placed. Two other nurses had a similar event and resorted to the training drill.